Manufacturer narrative:
Investigation conclusion: this device was not returned for evaluation. As such, physical analysis has not been conducted in our laboratory. Analysis of the device data confirmed a higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause. Device technical analysis: this product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device is exhibiting premature battery depletion and should be replaced. A replacement interval was communicated to the caller. The device remains in service and no adverse patient effects were reported. It was reported that this device was subsequently explanted and replaced with another boston scientific (bsc) sicd. The bsc local area representative was contacted for return product details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device is exhibiting premature battery depletion and should be replaced. A replacement interval was communicated to the caller. The device remains in service and no adverse patient effects were reported.